Event description:
Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative advised the hp that therapy had ended and would need to start over with new supplies. Global product surveillance contacted hp on (B)(6), 2011. The hp stated she was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp would hold the original cassette for pick up, but did not have a companion cassette or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). The complaint was not confirmed and the problem could not be duplicated. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Baxter will continue to monitor similar reports to determine if further actions are required.